Event description:
A us distributor reported that a patient was experiencing check therapy pad messages, activity report notifications, and can connection status messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad messages, can connection status, and activity report) has been confirmed. The lead -1 wire was broken. The root cause for broken wire was unable to be identified. There was no adverse event that resulted from the damaged belt.